Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, dissection, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, vessel spasm, thrombosis, ischemia, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on (B)(6) 2021, penumbra inc. Became aware of a journal article titled, "iatrogenic intracranial vessel dissection during mechanical thrombectomy rescued by emergent stenting: 2 case reports. Radiology case reports." (Nakahara et al. 2021). This article reports two cases of iatrogenic intracranial dissection out of a cohort of two-hundred and fifty mechanical thrombectomy cases from a single center taking place between january 2016 and january 2021. In one case, the patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60). It was reported that, "when the microcatheter was removed to increase suction force from the penumbra, the penumbra unintentionally shifted up to the mid-m1 which was initially nonoccluded but mildly arteriosclerotic." It was determined that, "based on the irregular stenosis and the preceding maneuver, this lesion was considered a vessel dissection induced by the tip of the penumbra catheter at an initially atherosclerotic vessel." It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.